Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions of the broken drill bit were checked as far as possible and found to be in compliance with the technical drawings and ao asif specification. The view of the broken surfaces does not show any anomalies of materials structure, which indicates material conformity as well. The investigation of the complained drill bit shows that the tip broke off. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an operation on (B)(6) 2013, the drill bit broke. Reportedly there was no impact to the procedure and the operation was completed successfully. The broken fragment was discarded of. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.